Manufacturer narrative:
Investigation - CAPA: a complaint investigation will not be conducted due to the information being unknown for the catalog and lot number in this complaint. However, an ongoing investigation regarding this issue is being conducted through CAPA (B)(4). Reference CAPA (B)(4) for full investigation details. CAPA (B)(4) has been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be updated as potential root cause(s) are identified.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: a root cause for this incident has not yet been determined. A corrective and preventative action has been opened to further investigate this issue.

Event description:
It was reported that there were suspected false negative and low levels of false positive lead test results when using magellan leadcare ultra and unspecified bd edta blood collection tubes. There was no report of injury or medical intervention.